Event description:
The manufacturer received information alleging a "fan not operational" condition had occurred on a lifevent evo2 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The lifevent evo2 (104426748) is substantially similar to the trilogy evo o2 (100853034) and will be reported in the united states under trilogy evo o2, 501k number: k181166.

Manufacturer narrative:
The manufacturer received information alleging a "fan not operational" condition had occurred on a lifevent evo2 device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation. The third-party service technician confirmed the customer¿s issue and observed error codes motor failure in the device¿s event log. The third-party service technician replaced the device's machine flow sensor to address the issue. Additional findings not related to the malfunction/issue was the third-party service technician finding additional system errors for therapy buzzer failure, power buzzer failure, drift debug, and motor controller shutdown. The third-party service technician replaced the buzzer assembly, and the system printed circuit assembly board to address these issues. The third-party service technician proactively replaced the air inlet foam filter on the device. After replacing all of these parts on the device, the third-party service technician performed the functional test, and the device passed it. The third-party service technician found the device operational.